Manufacturer narrative:
Additional information: three (3) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device model that included labeling, manuals, trending, and risk documentation reviews was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial numbers of the devices and quantity: (B)(4). Eleven (11) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 14 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.